Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during drain 3 of 5, while the hp was connected. During troubleshooting, nothing was found that could have caused or contributed to the alarm, and nothing unusual was noted with the supplies. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The tsr also explained the alarm to the hp. The hp stated that they would complete therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.